Event description:
It was reported via journal article that device related thrombosis (drt) occurred. A patient underwent left atrial appendage (laa) closure with a 30mm watchman flx device in (B)(6) 2023. Pre-procedural imaging demonstrated a cauliflower-shaped laa with a maximum ostial diameter of 27 mm. The device was successfully implanted with appropriate positioning and seal (peri-device leak (pdl) of <5 mm) confirmed by angiography and transesophageal echocardiography (tee). The patient was discharged on dual antiplatelet therapy (aspirin and clopidogrel). At 8 weeks post-implant, cardiac computed tomography (CT) identified drt adherent to the atrial surface of the closure device. Antithrombotic therapy was transitioned to warfarin. Follow-up tee in (B)(6) 2023 demonstrated complete drt resolution. Despite continued anticoagulation, repeat CT imaging in (B)(6) 2024 demonstrated recurrent and enlarged drt, which was confirmed on tee. The patient{change}s inr was subtherapeutic (1.68) at the time of this event. Anticoagulation was transitioned to heparin. Imaging showed there was no pdl or closure device shift noted.

Manufacturer narrative:
Literature citation: jiao, y. Et al (2026). Recurrent device-related thrombosis after left atrial appendage closure with the watchman flx: a case report and literature review. International journal of cardiology cardiovascular risk and prevention. 28. Doi https://doi.org/10.1016/j.ijcrp.2025.200527. B3: literature publication date used as event date, as it is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported via journal article that device related thrombosis (drt) occurred. A patient underwent left atrial appendage (laa) closure with a 30mm watchman flx device in (B)(6) 2023. Pre-procedural imaging demonstrated a cauliflower-shaped laa with a maximum ostial diameter of 27 mm. The device was successfully implanted with appropriate positioning and seal (peri-device leak (pdl) of <5 mm) confirmed by angiography and transesophageal echocardiography (tee). The patient was discharged on dual antiplatelet therapy (aspirin and clopidogrel). At 8 weeks post-implant, cardiac computed tomography (CT) identified drt adherent to the atrial surface of the closure device. Antithrombotic therapy was transitioned to warfarin. Follow-up tee in (B)(6) 2023 demonstrated complete drt resolution. Despite continued anticoagulation, repeat CT imaging in (B)(6) 2024 demonstrated recurrent and enlarged drt, which was confirmed on tee. The patients inr was subtherapeutic (1.68) at the time of this event. Anticoagulation was transitioned to heparin. Imaging showed there was no pdl or closure device shift noted.

Manufacturer narrative:
Literature citation: jiao, y. Et al (2026). Recurrent device-related thrombosis after left atrial appendage closure with the watchman flx: a case report and literature review. International journal of cardiology cardiovascular risk and prevention. 28. Doi https://doi.org/10.1016/j.ijcrp.2025.200527. Medical media was provided and reviewed by bsc quality engineers for relevance to the complaint allegation. The media provided did not appear to depict any device or user related allegations and resulted in no questions requiring further investigation. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.